Event description:
It was reported that the patient had an unrelated ablation procedure in (B)(6) 2024 wherein the patient's ipg was not placed into surgery mode. Following the procedure the patient saw the message "no generators have been added." On their programmer. The patient has since reported a loss of therapy from their scs system trouble shooting with abbott technical support was unable to restored therapy. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated.

Manufacturer narrative:
The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
Additional information was received that the patient's ipg was explanted and replaced. Therapy was restored postoperatively.